Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the leads had migrated and patient lost stimulation in the pain areas despite reprogramming attempts. The patient underwent a lead replacement procedure and was doing well postoperatively with pain areas covered adequately. The explanted devices were discarded by the medical facility.